Event description:
It was reported that during a knee arthroscopy, the surgeon was utilizing an arthrocare wired foot control, unk arthrowand, and unk controller. Allegedly, the foot pedal self-activated the wand without the surgeon depressing the pedal. The procedure was completed by obtaining a back-up foot control. No pt complications were reported as a result of this event.